Event description:
Customer reported to beckman coulter, inc. (Bec) that they performed monthly maintenance and had replaced the chloride tip and the carbon dioxide (co2) inline filter on the unicel dxc 800 synchron system. Customer reported that since the maintenance lines 25 and 29 of the ion selective electrode (ise) module had become disconnected. Customer reported that co2 alkaline buffer reagent, diluted ise reference and buffer reagent and co2 acid reagent leaked. Customer reported that the volume of the leak was 200ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) troubleshot the leak with the customer via the telephone. Cts instructed the customer to clamp lines 35, 31 and 33 and examine the co2 electrode for obstruction. Customer reported that that there was no obstruction. Cts instructed the customer to remove the clamp and home the system. Customer reported that lines 25 and 29 did not become disconnected after they homed the system. Customer reported that no further leak was observed.

Manufacturer narrative:
(B)(4).